Manufacturer narrative:
Per data log analysis, the message appeared back on the 19th of june, during system shutdown at 5:13:08pm. On june 23, 2020, the system power was on at 9:53:10 am. And at 10:47:43 am battery life exceeded battery life exceeded. At 10:37:50 am, the user chose to skip battery test. This message appears every three months if the system has not been discharge for at least five minutes to test the battery . The battery life exceeded message also displayed several times between powerup and shutdown, also when exiting perfusion screen to inform the user that the battery needed to be replaced.

Manufacturer narrative:
The reported complaint was confirmed. Per additional log analysis, the user was first notified on (B)(6) 2020. The previous date they used the system was (B)(6) 2020 and no notification was given. This indicates the battery replacement date had a date range of (B)(6) 2018 to (B)(6) 2018. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) displayed a 'battery has reached its 2 year service' message. There was no patient involvement.